Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had air detector alarms, no air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of air detector alarms, no air in line, was reproduced as a reload set. A review of the event history log (ehl) revealed occurrences of multiple "reload set!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.